Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025,a 21mm epic max valve was implanted in the patient. The patient left the operating room with complete atrioventricular (av) block and required epicardial pacing. Upon arrival in the intensive care unit (ICU), the epicardial lead malfunctioned and patient had a period of asystole required cardiopulmonary resuscitation (CPR), ultimately restoring sinus rhythm. The patient experienced paroxysmal av block for 72hrs and eventually regaining stable sinus rhythm. Upon waking in the ICU, the patient had right hemiplegia and a stroke protocol was activated. An urgent computed tomography scan performed and no pathological findings was noted. The patient got fully recovered with in 24hrs.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.